Manufacturer narrative:
A siemens healthcare diagnostics inc. Customer service representative (cse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated alti results is unknown. The issue had been resolved by moving testing to the next flex reagent cartridge well set. The cse performed mix tests and preventative maintenance procedures. A siemens headquarters support center (hsc) representative evaluated the instrument data. Qc on the same affected flex well set as the discordant patient results was also out of range and accompanied by the e521: substrate error. The issue was isolated to the one well set. No errors were seen once the new well set was entered. The cause of the discordant results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated alanine aminotransferase (alti) results were obtained on qc and patient samples on the dimension vista 500 system. The discordant results were reported to the physician(s). The same samples were repeated on an alternate vista instrument and lower results were obtained. Corrected results were reported. There are no reports of patient intervention or adverse health consequences due to the discordant, elevated alti results.